Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, a chip was observed on the tip of the endoscope. The endoscope had been used multiple times at the facility. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Although we cannot conclusively determine the cause of the reported event, the 7 mm extended length endoscope IFU instructs, prior to each use, verify that image quality and light intensity are adequate to perform the procedure; if inadequate, remove the endoscope from operation. Inspect the endoscope for visible damage (e.g., cracks, loose components); if found, remove the endoscope from operation. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).